Event description:
Per the clinic, the device was explanted due to tinnitus. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on september 7, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 2, 2022.